Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Caller reported that for 3 months the infusion device has not given an e2 (battery depleted) error message. Caller stated the infusion device switched off without this message. Caller reported the battery lifetime is too short. Caller stated there were no health concerns. No further information is available. No physiological affects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: e2 was found in the history file. The pump correctly triggered the e2. No high power consumption in the history file detected. Consumables: n/a. The problem mentioned by the customer could not be reproduced.